Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to check if all the cables were tight and connected properly. The customer confirmed that a clv-190 was connected to the cv-190 and into a personal computer, which is linked to a samsung monitor. Tac asked the customer to connect the serial digital interface cable from the cv-190 to an olympus monitor. The customer was using a cv-180 during troubleshooting. Three follow up attempts were made to obtain information on issue resolution; however, the customer did not respond. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center blanks out during cases and fuzzy image occurs occasionally. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿images flicker during procedure¿, was not reproduced as the device was not returned, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. As a result of confirming the monthly analysis report, there was no increase in trend observed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.